Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess test well images in question, which showed that they were visually negative. The immucor laboratory was unable to test id353 retention product because the product had already expired before the investigation. Therefore immucor performed a DHR review of id353 which indicated that the product performed as expected at the time of release, and that all specifications were deemed to be acceptable before the id353 product was released to market.

Event description:
On (B)(6) 2018, a customer site reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument, when tested on (B)(6) 2018.